Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0 .0245¿ offset at the tips. This causes the jaws not to close. Additional observation related to customer reported complaint: the instrument was found to have an input disk broken. Input disk 7 was found completely broken from the inside of the housing. Hairline cracks were found on grip input shaft. This contributes to the jaws not closing. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Both grip and pitch input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken jaw that did not close. The procedure was completed with no reported injury.